Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the atrial lead could not be fixed when it was placed on the right atrium. The physician tried several times to place the atrial lead but was unsuccessful. The atrial lead was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.